Event description:
Caller said the patient has a boston scientific dbs device that quit charging and patient may start having seizures and tremors if they can't figure something out. Agent reviewed contact information for boston scientific and caller noted they would call them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).